Event description:
The lead was returned to the manufacturer, was analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and found to have conductor wear on the proximal conductor. It was noted that several conductors including the defib conductor were distorted, the outer tubing overlay was breached cut and melted and there was blood/body fluid on the outer tubing overlay and in/on the helix mechanism. The analyst commented that the lead was received with the steroid ring torn and a segment missing. It can not be determined at this time when this occurred.